Manufacturer narrative:
Siemens current process team (cps) team reviewed customer's system (35560) data. Investigation conclusion: based on the log files data received, a bubble was possibly over the lactate sample that was run at 8:23 am. For the 8:23am sample the po2 sensor reported a question valve due to bubbles in the samples. Since bubbles were present in the sample. It is possible that one was lodged over the lactate sensor and caused the depressed reading.

Event description:
Customer reported falsely low lactate results on the analyzer. There was no report of injury due to this event.